Event description:
Inbound. Patient reports one of the treprostinil cadd legacy cassettes began steady beeping on pump then no disposable alarm, unable to resolve, changed over to backup pump and immediately alarming steady beeping in stop mode. Patient changed over to a new cassette and issue resolved. No further details provided.